Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. D4 serial number: not provided. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2015. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch report mw5175321: when testing the apl (adjustable pressure limiting) valve to verify if working correctly in bag mode the apl valve when set to 30cmh2o went over 45cmh2o.